Manufacturer narrative:
The condition of failure 550:320:844:0000 did not audibly alarm was confirmed through evaluation due to the speaker harness being disconnected from the rear inverter harness. The speaker harness was re-connected to the rear inverter harness to correct the condition. (B)(4).

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4).

Event description:
During device evaluation on a colleague infusion pump, a failure 550:320:844:0000 did not audibly alarm. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. This device utilizes user interface module master software version 5.04.00 categorized as unremediated.